Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator could not be turned off and has a battery failure. The customer reported there was no patient involvement.

Manufacturer narrative:
The fse disconnected the battery to address the reported problem.